Event description:
The patient reported hip pain on (B)(6) 2013. He was x-rayed and the surgeon noticed that exeter metal head which was implanted on (B)(6) 2013 came off from the stem. The exeter metal head was still in the centrax cup. On (B)(6) 2013, exeter metal head and cenrax cup were replaced with new ones. The surgeon requests us to investigate about functionality of the metal head taper.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving a femoral head was reported. The event was confirmed. The returned device is damaged. There are scratches on the head and inside the taper of the head. These damages must have been done during the explantation of the devices. Dimensional inspection of the taper of the head was performed and it was found compliant with the drawing 6364-2-226-c rev b. Functional test was performed on the returned head with the functional gage used in production and the head was found compliant. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. There have been no other events for the reported lot. A review of the provided medical records by a clinical consultant concluded that the root cause of this event is an adverse mix of patient and procedure-related factors but cannot be established with enough certainty due to lack of adequate supportive evidence. No further investigation for this event is possible at the time

Event description:
The patient reported hip pain (B)(6) 2013. He was x-rayed and the surgeon noticed that exeter metal head which was implanted on (B)(6) 2013 came off from the stem. The exter metal head was still in the centrax cup. On (B)(6) 2013, exeter metal head and cenrax cup were replaced with new ones. The surgeon requests us to investigate about functionality of the metal head taper.